Event description:
Customer reported unexpected negative reactions with capture-r ready ID (crrid) lot id080 in a patient sample known to contain anti-c.

Manufacturer narrative:
The customer's returned sample was tested manually with retention crrid id080. The returned sample reacted clearly negative. The sample was tested with retention panocell-10, lot 52696 in tube with immuadd, lot 5b5503-1-x and anti-igg gamma clone lot mgg 124-1. In room temperature the sample reacted with cell 1, 2 and cell 10 (c positive homozygous) with a 1+ reaction. It didn´t react with cell 5 (c positive heterozygous). At 37°c in liss cell 1, 2 and 10 were 1+ and cell 5 was (+). The sample was negative at the antiglobulin phase. The returned sample was tested with with three cells of retention panocell-10, ficin-treated, lot 52691, immuadd lot 5b5503-1, and ahg, lot: 7010906301. In room temperature cell 1 reacted (c homozygous) 3+, cell 5 (c heterozygous) 1+ and cell 3 (c neg) 1+. At 37°c in liss cell 1 reacted 2+, cell 5 reacted 2+ and cell 3 was negative. At the antiglobulin phase, cell 1 reacted 1+, cell 5 reacted 2+ and cell 5 was negative. It appears the anti-c is mainly igm. Capture-r products are designed for detection of igg antibodies to red blood cells.